Manufacturer narrative:
Conclusion and justification status: the complaint states total knee replacement. During the procedure, the femoral impactor was found to be broken. It appears from the broken device that the knob used to secure the femoral component to the impactor has broken off where a pin is used to connect the tightening knob to the impactor. The femoral component was impacted using the alternative impactor head. This does not however allow the femoral component to be secured to the impactor, per the surgeon preference. No delay or adverse event. Picture of broken instrument available, no further information. The investigation confirmed the failure mode reported as the lock knob had broken from the photo provided. Both failure modes; patient harm and delay to surgery have been adequately covered in the risk assessment ((B)(4)) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The operation of the returned device was smooth by rotating the central thumb wheel with no indication of jamming. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 2016: the complaint was reopened as the product was returned. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating this failure has been adequately assessed within the risk management for the instrument ((B)(4)). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per sep (B)(4) in accordance with the post market surveillance plan (B)(4). The root cause is attributed to design. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation confirmed the failure mode reported as the lock knob had broken from the photo provided. Both failure modes; patient harm and delay to surgery have been adequately covered in the risk assessment (B)(4) of the device and no further updates are required. The complaint mentions that there was no surgical delay and no patient harm has been reported. The operation of the returned device was smooth by rotating the central thumb wheel with no indication of jamming. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the procedure, the femoral impactor was found to be broken. It appears from the broken device that the knob used to secure the femoral component to the impactor has broken off where a pin is used to connect the tightening knob to the impactor.